Event description:
The dentist reported that after 1 month that the dental implant was installed in patient's mouth it was verified its non of osseointegration. 45 ncm of primary stability was achieved, the implant was immediately carried out and imemdiate load was not performed.